Event description:
It was reported that the product was broken and a foreign metallic particle was noted in the package. It was further reported that the shape of the product had changed a little. The surgeon used a spare product instead of the broken one.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.